Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 after patient had been wearing sensor for 12 days, patient was unable able to locate sensor wire upon sensor removal. Patient's mother reported not seeing or feeling anything under skin at insertion site. Patient's mother removed sensor pod without transmitter in place, against user guide recommendations. Patient's mother reported no medical intervention. Patient's mother reported that, at the time of the call, patient was okay.